Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge value remained the same for a few hours. Tandem technical support advised the customer that after 10.2 units of insulin are delivered, the value will decrease to a more accurate number; the customer acknowledged. There was no known impact to the customer's blood glucose.